Event description:
During a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was a moderately calcified, 100% stenotic lesion in a mildly tortuous circumflex artey (cx). The physician predialted the lesion with a 1.5 x 20 mm viva balloon at 15 atms for 30 seconds. After predilation the physician successfully deployed a taxus express2 -3.0 x 12 mm drug eluting stent at 10 atms for 20 seconds. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent. The physician repeatedly inflated and deflated the balloon, while slightly turning and pushing forward, until the balloon released. The stent delivery system was removed from the pt's body intact. The procedure was successfully compelted with a vision stent. No pt injuries or complications were reported. Pt status is reported as "well".